Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Interrogation revealed the tones were due to shocking impedance measurement greater than 125 ohms for this implantable transvenous lead.